Event description:
A malfunction alarm 20 was reported during pumping. There was no reported adverse impact to the customer's blood glucose level. Although customer technical support assisted the customer in loading a new cartridge, the alarm persisted, preventing the resumption of insulin therapy. Therefore, a replacement pump will be provided under warranty. The customer was instructed to use multiple daily injections as a backup therapy and to return the problematic pump using a pre-paid label, as they understood the instructions for putting the pump into storage mode.